Manufacturer narrative:
According the wife of the user, she used it for husband that is handicapped. While showering chair collapsed. Cracked under the seat. Only got bruised. The fire department was called to lift up. Didn't need to go to hospital. Walked to bed with walker himself. Hand sized bruise on butt. A little sore. But there was no serious injury. No medical intervention, serious injury, or follow-up care has been reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According the wife of the user, she used it for husband that is handicapped. While showering chair collapsed. Cracked under the seat.